Event description:
It was reported that the colonovideoscope had something in the channel towards the bending tip that appeared clear, thin and would not come off. The issue occurred during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.